Manufacturer narrative:
Concomitant medical product: evproplus-29us transcatheter valve, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was far field r waves oversensing noted on the right atrial (ra) lead. Ra lead remains in use. No patient complications have been reported as a result of this event.